Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The g3 battery was received at zoll medical corporation. The customer's report was duplicated and attributed to the depleted battery. The battery was replaced and scrapped to resolve the report. Analysis of reports of this type has not identified an increase in trend.